Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was missing the blue part of the line. The patient was not connected. The technical service representative advised the patient that they must start over with all new supplies on the homechoice and explained why. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.